Event description:
Event: (cc# 98-00899) the doctor was unable to insert the iab through the sheath. When removing the iab from the tray, the doctor aspirated air from the membrane, but then took off the one-way valve during the insertion attempt. The doctor inserted another iab through the same sheath with difficulty. The following was reported to datascope on 8/28/98: the membrane became unwrapped during insertion. The iab was removed and another was inserted without a problem. There was no patient injury or complication as a result of the event. [Event complications]: none from the event - reported 7/17/98 and 8/28/98. [Patient's current status]: unk - reported 7/17 & 8/28.